Event description:
It was reported that there was failed occlusion test @ 27.11psi. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg. 08-jul-2025. H3: one device was received for evaluation. The service history review of the device showed no relevant history. The customer reported issue was not confirmed through functional testing. The device occluded at 23.6psi, within acceptable range (9psi - 27psi). The downstream occlusion (dso) seal was replaced as a preventative measure. The device then passed all testing criteria.